Event description:
As reported under the ecypher pms registry, this patient is reported to have experienced a restenosis of a cypher stent approximately 1 - 1.5 years post implant. Conflicting information has been received from the account. As such, both of the cypher stents that have been implanted into this patient are being reported as restonic events.